Event description:
Received call from caregiver of agency client reporting hospital bed caught fire with patient in bed while she (patient) attempted to adjust head of bed. Caregiver reported that she was in the kitchen when she heard a loud pop come from client room and noticed smoke coming from hospital bed upon entering room. Caregiver called fire department who came to home and inspected bed. Ems in route to home, caregiver instructed to have ems transport client to hospital for evaluation of buttocks and posterior legs for complaints of increased pain and caregiver reports of blisters to and redness to buttocks. Hospital bed supplied by (B)(4). Agency management reached out to manager at (B)(4) and was given confirmation that the company supplied the bed to the client, and they were aware of the incident. (B)(4) is not contracted with agency and picked up hospital bed from client home on 10/23/2024.